Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated there was a low telemetered battery voltage measurement.

Event description:
It was reported that prior to use, the cardiac resynchronization therapy defibrillator (crt-d) displayed a gray battery longevity estimator bar upon interrogation. The device was not used. There was no patient involvement.